Event description:
It was reported that a pediatric ilet user experienced hyperglycemia, with cgm readings over 400 mg/dl and a confirmatory fingerstick of 301 mg/dl on the first day of pump use, after a false meal announcement by the patient followed by an additional meal announcement by the caregiver intended to correct the high; the family elected to disconnect and use backup therapy and planned coordination with the school nurse for education. Symptoms included no reported clinical manifestations. Outcomes included no hospitalization and temporary discontinuation of the device in favor of backup therapy. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed no device malfunction reported, with user-initiated meal announcements identified as a likely contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.